Manufacturer narrative:
The pump was received with broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir had fallen out, and the top of the reservoir compartment was broken off. The customer states they had high blood glucose level above 400mg/dl. The customer states the damage is on the reservoir compartment. The customer was advised that the device would be replaced and returned for analysis.